Event description:
Additional information was received that this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The information was to be communicated to the physician. No additional information is available. Once any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and was emitting tones. A memory download was performed and sent to boston scientific technical services (ts) for analysis. No adverse patient effects were reported. A boston scientific engineer reviewed the data and confirmed that a low voltage fault had been declared as a result of an additional current drain on the device¿s battery. At this time delivery is currently unaffected; however, the device is malfunctioning and should be replaced. The ICD has a sufficient reserve to maintain normal therapy functions for close to one month. Beyond that time, therapy could not be guaranteed. This device is included in the subset of devices described in the low voltage capacitor product advisory that was communicated on august 29, 2013. This device experienced behavior consistent with that advisory communication; however, detailed laboratory analysis is required to determine if the device did, in fact, experience that low voltage capacitor issue.